Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site during follow-up in clinic. The physician explanted the system ¿ pacemaker, right ventricular lead and right atrial lead. The patient was in stable condition.